Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed with an e437 (s/w failure) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken. The customer contact's complaint of an e437 (s/w failure) error code could not be duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.